Event description:
Wheelchair user reported that the bolt which is attached the armrest link to the armbar of the chair broke. User reported that he fell forward and hit his jaw on the table. While the user reported that he dislocated his jaw, he never sought medical attention. Wheelchair user inappropriately uses the armrests to transfer to and from the wheelchair, which is the likely cause of the bolt breaking. Manufacturer previously advised user to obtain transfer handles but user declined. Manufacturer has repaired the wheelchair and the user is satisfied. Manufacturer also has submitted a report to the product quality and design department for further evaluation.